Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during the initial implant procedure, high impedance and an unspecified helix anomaly were noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of high lead impedance was not confirmed. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned with the helix fully retracted and clogged with blood/tissue. Examination of the lead did not find any anomalies with the exception of the inner coil was over torqued inside the connector pin region. Electrical tests did not find shorts or discontinues on any of the conduction paths. Dimensional analysis results were within product specifications. The lead could be fully inserted into the test connector sleeve as well as the test ICD. After cleaning, the lead was able to be extended and retracted. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and that the inner coil was over torqued in the connector region, consistent with procedural damage.